Event description:
Implant date: 2002. Six months after implantation, the pt heard "clicking" in their back and complained of mild discomfort. X-rays were taken and revealed the device was "unattached" and "free-floating". Not reported to have been explanted.